Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, the right ventricular lead did not have acceptable capture threshold values. The lead was capturing but the threshold was varying. While trying to reposition the lead, the helix did not retract. The lead was removed and replaced. The patient was stable.